Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The clinical/medical investigation concluded that, the two undated, unlabeled x-rays were provided but don¿t contribute to the root cause. Based on the limited information provided, the root cause of the reported dislocation cannot be determined. The impact to the patient beyond that which has already been reported, cannot be determined. Should any additional medical information be provided, this complaint will be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that after a thr was performed on (B)(6) 2017, a revision surgery was performed on (B)(6) 2021 tto removed the r3 0 deg xlpe acet lnr 36mm x 54mm (case: (B)(6)) and oxinium fem hd 12/14 36 mm +0 (case-2021-00055392-2) due to dislocation, and replaced them with an or3o insert and liner with a 28mm +8 oxinium head on. No patient harm beyond the described event.